Event description:
It was reported that following a diagnostic angiogram, the pt underwent a percutaneous coronary intervention (pci) for a mid left circumflex stenosis. A pre-deployment femoral angiogram was performed and the angio-seal vip was successfully placed in the right common femoral artery. Upon follow-up, the physician determined that a hematoma developed. The physician listened to the flow and discovered a bruit that had not been heard previously. He ordered an ultrasound for a possible pseudoaneurysm; however, the findings of the report showed a dissection. A pseudoaneurysm and av fistula were identified. No intervention was required and the pt was reported in good condition. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A radiographic paper print image was received with the event. The image has no identification markers on it and appeared to be an oblique view of the pelvis region. An indwelling guidewire and contrast medium was seen on the image. The angio-seal device instruction for use (IFU) states that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.